Event description:
It was reported that the ilet user experienced high blood glucose after eating a larger-than-usual meal without correctly announcing it and after running out of insulin. The user later confirmed reconnection to the ilet pump with a supply change, and the glucose value decreased from a high of 381 mg/dl to 318 mg/dl, indicating the pump was operating. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage issue involving improper or incorrect procedure related to announcing an incorrect meal size. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event. The device was an ilet system.